Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that stress from use, external factors or handling caused the malfunctions to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ . 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a cracked and collapsed insertion part. There were no reports of patient harm associated with the event. During testing and inspection of the returned device, it was found that the image guide (ig) tube had coat peeling, and the ig tube indicator was missing. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation and a device evaluation confirmed the customer allegations. During testing inspection of the returned device, it was found that the indication on connecting tube has a disappeared area. The connecting tube had coating peeling. Additionally, due to a pinhole on the channel tube, water tightness was lost. Due to deformation of the scope connector, water tightness was lost. Adhesive on the bending section cover had a chip. The bending section tube had a dent. The control unit was sticky due to water leakage. The scope connector had corrosion due to water leakage. The scope connector cover unit was sticky due to water leakage. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The connector tube had a dent. The universal tube had a dent and scratch. The bending tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.